Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years, 2 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with evidence of hemolysis, including an elevated lactate dehydrogenase level, hematuria and worsening heart failure symptoms. Although the patient's inr was therapeutic at 2-2.5 and the patient was on coumadin, a heparin drip was initiated. The patient reportedly had no medical history of coagulopathy or any other conditions or events that might increase the risk of clotting. On (B)(6) 2015, the patient underwent a pump exchange due to suspected pump thrombosis.

Manufacturer narrative:
The report of elevated lactate dehydrogenase (ldh) and suspected thrombus can be confirmed based on the evaluation of the returned pump. Examination of the outlet stator, upon disassembly of the pump, revealed a non-laminated deposition situated around the outlet bearing ball and in-between the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. Although its origin and the duration of time for which it was present in the outlet stator could not be conclusively determined, the light contact marks on the outlet cone section of the rotor, suggests that the deposition was present while the pump was operating. Examination of the remaining blood-contacting surfaces revealed no depositions. The thrombus found in the outlet stator would have contributed to the reported elevation in ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump was cleaned, reassembled and functionally tested under loaded conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.